Event description:
It was reported that when the nurse opened the package and prepared to advance the guidewire, she found the end of the guidewire is too loose, so she can't continue the process with the introducer. After that, she had to change another set and finished the whole process. Investigation reveals a frayed guidewire.

Manufacturer narrative:
The complaint of a damaged guidewire was confirmed, and the cause appears to be supplier related. The product returned for eval was 4.5fr ptfe microintroducer kit. The wire was removed from the hoop and inspected. The core wire was found to be detached from the proximal end of the wire, and the coil wire was elongated. No sign of usage on any components was observed. Microscopic examination of the fracture site on the core wire revealed that the weld tip was intact, but roughened in one region. Examination of the coil wire tip found that the proximal edge of the wire had been ground to a fine edge. The observed evidence is characteristic of an over-ground wire tip. A lot history review (lhr) (B)(4) showed no other similar product complaint(s) from this lot number.